Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead. Lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's advanced evaluation trial began on (B)(6) 2016. The patient's dressing came undone and believed their leads got moved or messed up. The patient went to the emergency room (ER) and they said everything looked fine. The patient insisted there was something wrong and was following up in the morning with their health care provider (hcp).